Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and seizure ('seizure') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), flank pain ("3 episodes on my right side"), seizure (seriousness criterion medically significant), trigeminal neuralgia ("tn") and migraine ("migraine"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol;salicylamide (excedrin), antiepileptics and surgery (total abdominal hysterectomy). Essure was removed. At the time of the report, the pelvic pain and trigeminal neuralgia had not resolved and the flank pain, seizure and migraine outcome was unknown. The reporter considered flank pain, migraine, pelvic pain, seizure and trigeminal neuralgia to be related to essure. Concerning the injuries reported in this case, the following ones reported via social media: pelvic pain, flank pain, trigeminal neuralgia, migraine, seizure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.